Event description:
It was reported that, "preop: thigh pain, loose stem. Surgery: stem + head removed, liner exchange. Outcome: restoration ha 9-13mm 36f 10 degree liner, 36mm-2.5 biolox head."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.